Manufacturer narrative:
(B)(4). Per the investigator, the subsidiary site confirmed that the level sensor mounting pads were used on case.

Event description:
Correction: the reported issue occurred during a cardiopulmonary bypass (cpb) procedure. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
It was reported that during the use of the device for a non-clinical activity, the customer found that the level sensor pad did not stick to oxygenator because the glue is almost dry (very easy to take off). There was no pt involvement.

Manufacturer narrative:
Per the subsidiary engineer, there was nothing wrong with the level sensor. The level sensor alert and alarm function is working well prior to the beginning of the case. The pad can not hold for duration of surgery. The engineer doesn't know when the sensor pad expire because he can not find the box from level sensor pad.